Manufacturer narrative:
There is no sterile lot number info available thus no DHR could be performed. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Clinical research has revealed that 40% of pts undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms, not associated to periprocedural cerebral complications. Although there is no sterile lot number info available, there is no evidence of mfg or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time.

Event description:
It was initially reported that a pt enrolled in a study registry experienced a tia after implantation of a precise stent that was not treated and resolved within 1 hour. This event was not considered reportable. Add'l info was received from adjudication on in 2009. This study pt underwent carotid artery stent implantation and post procedurally became hypotensive with symptoms of bilateral visual field loss, weakness, and altered mental status. This is a male patient with medical history including tia, cad, CABG, mi, dyslipidemia, diabetes, and smoking. This pt meets the high-risk criteria of cardiac surgery within six weeks. The pt had cardiac catheterization and CABG surgery with tia's occurring post procedure both times. His stroke score was 2 prior to the procedure. The study index target lesion was right internal carotid artery described as mildly calcified, moderately tortuous and 85% stenotic. An angioguard xp was advanced beyond the target site and the 6 mm basket was successfully deployed. The target was pre-dilated. A 10.0 x 40 mm precise rx stent was deployed in the target lesion without complication. The angioguard was successfully retrieved. Upon inspection, there was debris noted in the filter basket. Residual stenosis was noted to be 10%. Post procedure the pt experienced bilateral visual field loss, weakness and altered mental status, this was reported as a tia; however, at the time of the symptoms, the pt was hypotensive. The hypotension was treated with phenylephrine and the pt was sent to ICU for monitoring. A CT scan revealed evidence of the previous cva, but no change from baseline. The blood pressure returned to baseline and the pt recovered fully with no neurological deficit. The neurologic symptoms have been associated with the hypotension and the event of tia has been removed. The pt was discharged on an asa and plavix.